Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) started displaying intermittent comm loss on all bedside monitor's (bsm's). The customer also reported that the bsm's are rebooting themselves every 5 minutes, intermittently in no specific order. Before nihon kohden technical support could troubleshoot the issue, the customer called back, reporting that a couple server techs were logged into their system, which caused the reported disruption. It was also later reported that the ups had failed and was replaced to resolve the comm loss issues. No further assistance was needed. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the issue was found to have been caused by a ups failure. The reported issue does not require further investigation through CAPA process since the issue was caused due to the failure of a non-nk manufactured accessory and not an nk device malfunction / deficiency.

Event description:
The customer reported that the central nurse's station (cns) started displaying intermittent comm loss on all bedside monitor's (bsm's).

Manufacturer narrative:
The customer reported that the central nurse's station (cns) started displaying intermittent communication loss for all bedside monitor's (bsm's). The customer also reported that the bsm's are rebooting themselves every 5 minutes intermittently in no specific order. No harm or injury was reported. Before nihon kohden technical support could troubleshoot, the customer called back reporting that they found that a couple of server guys were logged into their system, which caused the reported disruption. No further assistance needed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) started displaying intermittent communication loss for all bedside monitor's (bsm's).